Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of a cracked and unresponsive lcd touchscreen was confirmed. The asp replaced the front case assembly, which contains the lcd touchscreen, to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's lcd touchscreen was cracked and unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. To be serviced by 3rd party.